Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Patient 2 years old channeled 48 hours prior to the finding and dysfunction of the device, after not passing medication nursing assistant defines removal of the device when removing catheter # 22 finds that only a small segment comes out, immediately reports news, photographs are taken. Impact to patient: multiple studies looking for the missing: tissue dopler, arm vessel duplex, neck vessel duplex, echocardiogram, chest x-ray. Additional information: could you provide us with the batch number of the incident?lot: 3342969 (customer confirmed ) ¿ has there been any harm to patients/healthcare professionals? Patient requiring surgical extraction and diagnostic tests. ¿ could you explain whether surgery was necessary to remove the remaining half of the catheter segment? Whether surgical removal of the device was necessary. ¿ current condition of the patient? He was discharged with follow-up 8 days after the surgical extraction wound. ¿ -was there blood/chemotherapy exposure to mucous membranes (eyes, nose and mouth) or skin? If yes, please indicate whether the exposure was from the patient or the professional and what actions were taken. (Detail) no exhibition. ¿ for sample collection: inform: no physical sample.

Manufacturer narrative:
Additional information: expiration date and date of manufacture added. Investigation results: the complaint of a break in the catheter tubing was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photos showed a 22g insyte autoguard IV catheter with evidence of use. The length of the tubing appeared to be incomplete; however, the catheter length could not be measured without the physical sample. The break site could not be analyzed without the physical sample. Potential contributing factors include needle puncture damage. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information may09: on behalf of bd, the client is constantly accompanied from the beginning of the notification, through calls, and consultations via teams, telephone, whatsapp, in order to provide analysis of initial doubts, as well as monitor patient follow-up. Involvement; taking into account that the institution is located in apartado but requires urgent intervention, a visit to the area is scheduled as follows: ¿ may 15: visit of 2 clinical advisors to the area, distributor executive meeting with medical management, patient safety and nursing leader. ¿ may 16-17: intervention at the site of occurrence, awareness training and support will be carried out, as well as planning additional actions if required. Lot: 3342969 (customer confirmed). Case reported to invima: (B)(4). - additional information received may 06: ¿ could you provide us with the batch number of the incident?lot: 3342969 (customer confirmed). ¿ has there been any harm to patients/healthcare professionals? Patient requiring surgical extraction and diagnostic tests. ¿ could you explain whether surgery was necessary to remove the remaining half of the catheter segment? Whether surgical removal of the device was necessary. ¿ current condition of the patient? He was discharged with follow-up 8 days after the surgical extraction wound. ¿ -was there blood/chemotherapy exposure to mucous membranes (eyes, nose and mouth) or skin? If yes, please indicate whether the exposure was from the patient or the professional and what actions were taken. (Detail) no exhibition. ¿ for sample collection: inform: no physical sample. Catalog: 381823. Lot: 3342969 (customer confirmed). Case reported to invima: (B)(4). Patient 3 years old channeled 48 hours prior to the finding and dysfunction of the device, after not passing medication nursing assistant defines removal of the device when removing catheter # 22 finds that only a small segment comes out, immediately reports news, photographs are taken. Impact to patient: multiple studies looking for the missing: tissue dopler, arm vessel duplex, neck vessel duplex, echocardiogram, chest x-ray.